Manufacturer narrative:
The returned device was evaluated with the customer's parts and accessories and it met all vacuum specifications, and passed power testing. The customer's report of issues related to power and suction could not be confirmed. (B)(4).

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with a complaint handler on (B)(6) 2017, the customer confirmed that she developed mastitis on (B)(6) 2017, for which she was prescribed an antibiotic, and indicated that she hadn't yet received the replacement pump. In additional follow up on (B)(6) 2017, the customer indicated that the mastitis was resolved, but that she was still dealing with plugged ducts. She confirmed that she received the replacement pump, but wasn't sure if what she was experiencing was normal as she feels a "popping" of the breast shields continuously between suction movements and the faceplate moves in and out when the pump is operating. She indicated that she was over-producing milk and her baby was gaining weight, but she still doesn't get more than an ounce, even when the pump is at maximum vacuum. Additional attempts to follow up with the customer to offer the services of a medela lactation consultant and to refer the customer to customer service for troubleshooting went unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style breast pump would shut off occasionally and that it did so the first time she used it. She alleged that a lactation consultant tested it and indicated that the vacuum was too low and she now has mastitis, for which she was prescribed antibiotics and was taking ibuprofen.